Event description:
It was reported that during a ptca treatment procedure in the right coronary artery (rca), the physician was "attempting to gain access through the right radial using a luge wire. Physician pulled the wire back and it got caught on the needle and sheared 2 cm of the distal tip, leaving it inside the patient." The physician changed the access site to the left radial and completed the procedure successfully with a different device. "The 2 cm piece of wire was removed from the patient during vascular surgery." The current patient condition is reported as "fine."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.